Event description:
It was reported that the right ventricular (rv) lead impedance was elevated and had rising thresholds. Therefore the physician decided to revise the rv lead. Upon opening the pocket, the entire rv lead was discolored, which suggested dried blood in the lead. The rv lead was explanted and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned and analyzed and blood/body fluid (not obstructed) was present on the proximal conductor. The proximal conductor was distorted, the outer insulation pulled apart (overstressed) and it was breached cut. The lead was apparently damaged at implant.